Manufacturer narrative:
All available information was investigated, and the reported issue of unintended movement associated with the sleeve steering issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported sleeve steering issues cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. D4: lot number updated.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior and dilated cardiomyopathy. The clip delivery system (cds) was advancing to the mitral valve; however, although the alignment marker was correct, the clip moved toward the roof of the left atrium. The cds was removed and the procedure continued with a new cds. One clip was deployed, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.